Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for stable angina pectoris in 2007. The patient had a lesion in the distal left anterior descending lesion. The lesion was type b2 and de novo with 90% stenosis. The lesion length was 15mm and the vessel diameter was 2.5mm. The lesion was pre-dilated and then a 2.5 x 18mm cypher select plus stent was implanted at 10atm to treat a type b dissection and a 2.75 x 23mm cypher select plus stent was implanted at 10atm electively. The patient's medications include the following: other lipid lowering drugs (pre and post procedure), ace inhibitors (pre and post procedure), aspirin (intra and post procedure), clopidogrel (intra and post procedure) and heparin (intra procedure).